Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead tip was bent. The lead was opened not used, a replacement lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.